Event description:
The med syringe filter unit was used for amiodarone drip infusion.the patient had a central line and needed anti-arrhythmic; amiodarone continuous infusion. The filter was connected to a primary smartsite infusion set-IV tubing. The filter's "output slip luer" fractured in the clave/valve of the IV tubing set. The valve retained the fractured output slip luer, allowing for medication/blood backflow. The nurse immediately clamped the primary IV line, above the valve and changed the IV set for the amiodarone drip to a smartsite low sorbing tubing with a 0.2 micron filter. The patients remained stable. The patient's blood count was checked after the event which remained within normal limits. No adverse affects. Per MFR's response to the hospital. Millipore quality management stated that the device was not approved for direct patient care use and this event was well outside of the recommended use of filter. "Since the product was misused there is no qa required."